Event description:
It was reported that the implantable cardioverter defibrillator exhibited failure to deliver shock. It was noted that 40 j shocks were delivered for two different electrode configurations and the shocks did not convert the induced ventricular arrhythmia. The induced arrhythmias were successfully terminated by external shocks. The device was removed and replaced. The patient was in stable condition.